Manufacturer narrative:
Device was not evaluated due to no sample was returned for investigation. Investigation results: we have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. Due to insufficient information being provided a medical assessment was not possible. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that patient suffered from significant maceration of periwound.